Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery on the day of the call. The customer's blood glucose (bg) level was 174 (mg/dl) at the time of the call. The customer stated that a manual injection would be administered. It was indicated that the customer would use manual injections as alternate insulin therapy until the replacement pump was received. In addition, the customer reported a high blood glucose level ( 400s mg/dl) on (B)(6) 2016. A manual injection was administered to correct elevate bg level. The customer stated they thought it was related to the malfunction. System check could not be performed as tandem technical support was not contacted at the time of the reported event. A recommendation was made for the customer to discuss elevated bg levels with their healthcare provider.